Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed which observed that the set was out of the primary packaging with signs of use and with a cut close to its connection. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set ruptured. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.